Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's anesthetic gas bench. Problem was resolved.

Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected o2 monitoring. No pt injury was reported.